Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. The patient was asymptomatic. During the procedure on (B)(6) 2022, the physician elected to keep the rv lead as is, and implanted an aveir device as a backup. The patient was stable throughout the procedure.